Event description:
Female had ivc filter placed in 2007 for pulmonary embolism. CT scan of abdomen and pelvis done six days later, shows filter just below the level of the renal veins. Five months later, patient was readmitted to this facility with chest pain and shortness of breath. She underwent a cardiac catheterization and stent placement three days later. CT scan of chest performed the next day, noted absence of leg of inferior vena cava and presence of long thin curved metallic structure within the pericardial sac.